Event description:
It was reported that the device would not power on. There was no patient involvement. The authorized service provider replaced the power management board, and the issue was resolved. Tests and inspection passed, and device was returned to full functionality.